Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-08794.

Event description:
Edwards received notification from our affiliate in the (B)(4). As reported, this was a case of an implant of a 26mm sapien 3 ultra transcatheter heart valve, in the aortic position by transfemoral approach. The patient presented mild degree of native annulus calcification. During procedure, at valve deployment, the commander delivery system balloon burst at the end of the inflation. Fortunately, the valve was successfully deployed, no effusion or pvl trace. When trying to remove the device from the patient, the first attempt to gently retrieve the balloon into the esheath was unsuccessful. More forceful attempt led to deformation of the esheath. Then, a sheathless jr4 guide was advanced in parallel to the delivery system within the esheath (which was very snug). The team attempted to a get 25mm gooseneck snare (largest available) over the tip of the balloon to compress plastic in the body of the balloon, unable to get past the nosecone (likely due to deformed plastic of balloon). The team was unable to retrieve balloon into the esheath. The esheath tip inverted with attempts. Contralateral femoral arterial access was obtained to allow insertion of aortic occlusion balloon and attempt snaring of tip with a freely maneuverable snare. Also removed jr4 guide from esheath due to bleeding from hemostatic valve. Then, it was decided to cut valve delivery system and remove pusher and balloon sheath to allow more space in esheath to advance snare over system (this resulted in a small amount of bleeding which resolved when the pusher and balloon was removed). A 16f cook sheath was advanced within the esheath to correct deformation and allow for firmer distal surface to try and retrieve balloon. A 20f gore dryseal sheath was introduced over the amplatz extra stiff wire and a snare was advanced in parallel to snare the distal wire and drag the nose cone down firmly on to the sheath. This would not enter the sheath despite very firm traction. It was therefore elected to remove all together with an aortic occlusion balloon on standby in case of major bleeding. The esheath and nosecone of the balloon was removed successfully. However, there was a retained fragment of plastic from the middle section of the balloon. Finally, it was needed to perform a vascular cutdown to control bleeding. The cutdown was performed uneventfully and a piece of plastic retrieved from the arteriotomy site. The vascular repair was uneventful. The patient had periods of markedly unstable hemodynamics during the attempts to retrieve the balloon. This may have been contributed by blood loss but in addition prior to conversion to general anesthesia the patient complained of abdominal pain during manipulation of the delivery system in the abdominal aorta. There was also clot/tissue on the fragments when removed. The patient deteriorated gradually over 2 days with progressive multiorgan failure and escalating inotropes. An autopsy was performed which did not demonstrate any catastrophic aortic injury but the patient did have evidence of ischemic gut. Unfortunately, the patient passed away three days post-procedure due to multiple organ failure. As per the pre-decontamination evaluation observations, the esheath was returned with the liner expanded, tip and liner were crushed. The liner was pushed, after returning to original position, liner was found delaminated in approximately 5cm. The tip was split.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned sheath was visually inspected and the following was observed: liner and distal tip were bunched up/bent inwards. After returning liner to original position, full delamination approximately 5cm from distal tip was found. The distal tip was split. Hdpe material was slightly bent, approximately 3cm proximal to distal tip. Imagery provided was reviewed and the following was observed: calcification was present in access vessel, at the site of withdrawal of delivery system into sheath. Sheath distal tip flared and appears bent inward. Additional non-edwards ''snare'' devices used for intervention. Post-procedural photos of the esheath used were reviewed and the following was observed: delivery system balloon shaft and guidewire lumen appear separated with handle cut. Sheath liner appears bunched on the distal end. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of sheath liner delamination and sheath distal tip split were confirmed through evaluation of the returned device and imagery. No manufacturing non-conformances were identified on the returned sheath. Review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Therefore, no corrective or preventative action, nor product risk assessment (pra) is required at this time. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. Per the complaint description, ''the commander delivery system balloon burst at the end of the inflation. Fortunately, the valve was successfully deployed, no effusion or pvl trace. When trying to remove the device from the patient, the first attempt to gently retrieve the balloon into the esheath was unsuccessful. More forceful attempt lead to deformation of the esheath.'' In addition, it was reported, ''sheathless jr4 guide was advanced in parallel to the delivery system within the esheath [which was very snug]. Attempted to get 25mm gooseneck snare [largest available] over tip of balloon to compress plastic in the body of the balloon, unable to get past the nosecone [likely due to deformed plastic of balloon]. Unable to retrieve balloon in to esheath. Esheath tip inverted with attempts.'' Per visual inspection of the returned device, the sheath liner was delaminated at the distal end of the shaft. The distal tip was split. Lastly, the hdpe was bent at the distal end. Each of the observed damages observed are indicative of excessive manipulation. Per the training manuals (specific to balloon bursts), ''do not use excessive force... Do not attempt to pull back the delivery system into the sheath until you are prepared to conduct the following steps... When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off.'' When attempting to withdraw the burst balloon through the sheath, it seems that many non-edwards devices (''sheathless jr4 guide, 25mm gooseneck snare, 16f cook sheath, 20f gore dryseal sheath, ensnare'') were used to intervene. In addition to the excessive manipulation used, it is possible that the interaction between the sheath and these other, non-edwards, devices may have contributed to further damage of the sheath. As such, available information suggests that procedural factors (withdrawal of burst balloon, withdrawal difficulty, withdrawal intervention, and excessive manipulation) may have contributed to the reported resistance. However, a definitive root cause is unable to be determined at this time. Therefore, no corrective or preventative action, nor pra is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.